Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm12.1 implantable collamer lens - -12.50 diopter, in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in the case/vial; visual inspection found haptic torn and foreign material (liquid) on lens surface (B)(4).